Manufacturer narrative:
This supplemental report is to inform that upon further review, this is a duplicate event to patient identifier (B)(6).

Manufacturer narrative:
Per salesforce, olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer reported that the cv-190 was displaying an unsupported scope error e315. The customer tried two other 190 series scopes and wiped the contacts with an alcohol wipes and customer reported that the scopes worked in another room. Additionally, the customer also power cycle the tower if the device will work. Tac then instructed the customer to reconnect the maj-1933 digital cable that connects the cv-190 and clv-190. The customer was not able to disconnect the cable but found after wiggling the cable, customer was able to get an image. The customer will need to replace the maj-1933 cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center had e315 error code. The customer replaced the maj-1933 and tried different scopes but still getting the same error. The customer also cleaned the scopes yet the issue persisted. There was no harm or user injury reported due to the event.